Event description:
It was reported that the patient had intermittent lack of atrioventricular synchrony. The atrial lead was noted to have noise which was reproducible with patient motion. The atrial lead also had high impedance and a possible fracture. The device was also noted to be at elective replacement indicator and the patient was being paced in vvi 65 mode. The lead was capped and replaced. The device was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range, with variation from 500 ohms up to greater than 3000 ohms throughout the record dating back to (B)(4) 2013. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) with atrial tachycardia and atrial fibrillation (af) episode recorded with apparent noise oversensing seen on the electrogram.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).